Manufacturer narrative:
Intraoperative fluoroscopic imaging obtained during the (B)(6) 2018 treatment procedure and provided to the manufacturer confirmed that the superior and inferior "wings" of both the l3/l4 and l4/l5 implants encompassed the lateral aspects of the l3, l4, and l5 spinous processes, although evidence of scoliosis was also apparent, such that the l4/l5 implant was rotated somewhat, and the l4 spinous process was not fully seated within the superior cam lobe of the implant. Imaging obtained at the time of the (B)(6) 2018 revision procedure confirmed that the superior "wing" of the l4/l5 implant was displaced laterally, such that it no longer captured the l4 spinous process (although the l5 spinous process remained correctly seated within the implant). Subsequent imaging acquired after the physician re-positioned the displaced implant during the (B)(6) 2018 revision depicts appropriate implant placement. It should be noted that scoliosis, defined as a cobb angle of >10 degrees, is contraindicated for the superion device. We do not have access to the imaging that would permit measurement of the cobb angle, but the scoliosis apparent in the imaging provided by the physician suggests that this condition may have contributed to the displacement.

Event description:
Approximately a week after implantation of two (2) superion devices at l3/l4 and l4/l5 on (B)(6) 2018, the patient reported "pain/aching" in his back at the site of implantation. The physician acquired a/p and lateral x-rays, and confirmed from this imaging that the superior "wing" of the l4/l5 implant, which intraoperative imaging had confirmed was appropriately located, was now displaced laterally, such that the two sides of the "wing" were no longer capturing the l4 spinous process. On (B)(6) 2018 the physician performed a second procedure and repositioned the same implant properly, with the "wing" more securely capturing the l4 spinous process.